Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product was not returned for investigation since the pump is still running and supporting the patient. Data logs were reviewed at the time of failure and it was observed that the placement signal was seen slightly going in a downward trend. There were numerous "impella position unknown" alarms observed through the time the pump was active. "Impella position in aorta" alarms were also observed. With consistent "impella in aorta" alarm and since echo confirmed pump was in correct position, the alarms were false and most likely due to the patients condition. Since the pump has not been returned for investigation, as per the data log review, the root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump lost optical signal. Support was continued following the alarms. The device was successfully weaned and explanted. No patient harm was reported.